Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which it was noted that the left cylinder had a bulge; therefore, the component was remove and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) cylinder underwent a thorough analysis. The component was microscopically inspected and tested for leaks. Microscopic evaluation revealed wear at fold in the middle, proximal and distal end of its body, along with broken fabric threads in its proximal end. In addition, the cylinder exhibited a bulge when it was inflated with a syringe. Based on the information available and analysis results, the broken fabric threads and the bulge identified in the component could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which it was noted that the left cylinder had a bulge; therefore, the component was remove and replaced. There were no patient complications reported.